Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a splenic aneurysm treatment procedure, the interlock coil stretched. The target lesion was located in the moderately tortuous splenic artery. Utilizing continuous flush, the 10mm x 2.5mm .035 interlock cube coil was inserted into a 5french imager catheter and it was noted that the coil stretched within the catheter. The procedure was completed with another of the same device. As this event occurred during preparation outside the patient, no patient complications were reported and the patient's status is ok. However, device analysis revealed that the interlock coil was broken.

Manufacturer narrative:
(B)(4). An imager ii catheter and a coil were returned. The coil was returned outside the catheter. Dried blood was present on the coil and the coil was severely stretched. The coil was broken at the proximal end and the interlocking arm of the coil was not present. The catheter was checked for the presence of interlocking arm but the interlocking arm was not found. The zap tip shape and surface of the coil was smooth. The coil was inspected for the presence of weld evidence and there was weld presence found. The coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).